Manufacturer narrative:
The unit was not returned to the manufacturer for investigation. If additional information becomes available, a follow up report will be filed.

Event description:
It was reported by the pt that the infusion pump that was placed following foot surgery stopped working approximately 1.5 days after surgery. The pump was removed without incident and the pt continued taking the oral medication that was initially prescribed along with the infusion pump.